Event description:
Heartmate 3 left ventricular assist device (lvad) presents with first gastrointestinal bleeding event post-lvad. International normalized ratio (inr) 2.0. Aspirin stopped 2 days prior with concerns about anemia. Six units transfused blood were required, and endoscopic evaluation failed to identify bleeding source. Aspirin therapy was discontinued after this event.